Manufacturer narrative:
Two reloads were reported to have the same issue. Manufacturing date and expiration date of the aesr60p reload of lot 25br416 is reported in field h4. Additional reload (lot 25br443) was manufactured on 05/01/2025.

Event description:
The aeon endoscopic stapler consists of a handle and reload. During a thoracic lobectomy, the surgeon was using aesr60p reloads on normal lung parenchyma. It was reported that the pin between the catridge and the anvil had come loose and fallen into the site. The surgeon was able to retrieve the component out of the patient. No patient harm.